Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 121541: 60 items manufactured and released on 02-jul-2012. Expiration date: 2017-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event since 2016.

Event description:
The patient came in reporting pain due to a subsided stem. The surgeon revised the medacta stem and head with a competitor's product and revised the medacta liner with a medacta liner 7 years and 9 months after primary. The surgery was completed successfully.